Event description:
Pt with history of bilateral breast implants on 10/13/97. Developed pain and drainage from left breast and temperature 100.8. Required IV antibiotics. Taken to or on 12/9 for removal of infected, leaking left breast implant. The surgeon noted "in the breast capsule the area that was spontaneously draining was a large hole just above the inframammary crease. An area that by history that had had stitches".